Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter break was located at the 40cm depth marking, and the observed damage which is characteristic of this failure type included: circumferentially oriented complete catheter break, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that on (B)(6) 2015, they inserted a catheter for the patient. On (B)(6) 2015, it was found that the puncture site was swollen and infusion was painful. The doctor suggested to remove the catheter. During the removal, the catheter was broken, and the doctor immediately tightened the tourniquet. After the x-ray, in the operating room the surgeon incised the puncture site and took out the residuals with clamp.